Event description:
A customer reported that a portion of all segments of the display is missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.